Event description:
During the coil embolization procedure of an anterior communicating artery aneurysm that was not calcified and not tortuous, the orbit galaxy tight distal loop complex fill coil 7 x 21 ((B)(4)) could not be detached at the green zone or the red alternative detachment zone. It is unknown how many times the physician attempted the detachment. The galaxy was safely removed from the patient with the coil attached to delivery system and replaced for a new one. It is unknown if an unspecified syringe was also replaced or not. Afterwards, the procedure was completed without any further issues. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of an anterior communicating artery aneurysm that was not calcified and not tortuous, the orbit galaxy tight distal loop complex fill coil 7 x 21 (640cf0721/13500407) could not be detached at the green zone or the red alternative detachment zone. It is unknown how many times the physician attempted the detachment. The galaxy was safely removed from the patient with the coil attached to delivery system and replaced for a new one. There was no complaint reported for the unspecified syringe and it is not known if it was replaced or not. Afterwards, the procedure was completed without any further issues. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. The complaint product is unavailable for evaluation. No additional information is available. The device is not available for analysis. A review of the manufacturing documentation associated with lot 13500407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time. Based on the reported information and without the return of the device for evaluation no conclusion can be made regarding the inability to detach the orbit galaxy coil.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.